Event description:
During a ventricular tachycardia (vt) procedure, after transseptal puncture, pericardial effusion occurred which required cardiac surgery. The vt was mapped and then ablated in the left ventricle posterior/basal. The anesthesiologist informed the physician that the blood pressure was decreasing so a transthoracic echocardiogram was done which revealed an effusion which was larger than before. A pericardiocentesis was performed and 1000cc of blood was drained but the bleeding did not stop so the patient was sent for cardiac surgery. The physician stated that the devices were not directly involved in the tamponade but that it was a complication due to the transseptal puncture.